Manufacturer narrative:
The lens was returned for evaluation. A small amount of blood is observed dried on the edge of the lens. No damage is observed. The optical resolution is acceptable; lens meets specification for focal length equaling a 22.5 diopter. The root cause for the reported "didn't achieve target diopter" could not be determined. The optical resolution is acceptable; lens meets specification for focal length equaling a 22.5 diopter. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the reported lot. Additional information was requested and received. (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) was implanted, it did not achieve the target outcome. A refractive enhancement was performed on postoperative day one. Four days after initial implantation, the lens was exchanged for another lens of same model and diopter. In a follow up, the doctor indicated that the event resolved with the intervention treatment.